Event description:
Patient was revised. Reason for revision was not provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Patient was revised. Reason for revision was not provided. Update - (B)(4) 2012 - medical records were obtained. Medical records indicate pain, and a mild amount of synovitis around the hip joint, and inflammation. Medical records also indicates the revision was on the left hip. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2012 - litigation papers allege patient has suffered damage to the tissues and structure of the hip; inflammatory response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom; avascular necrosis; physical pain; disfigurement, loss of lifes pleasures and revision surgery as a result of the implantation with the asr hip implant. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation papers allege patient has suffered damage to the tissues and structure of the hip; inflammatory response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom; avascular necrosis; physical pain; disfigurement, loss of lifes pleasures and revision surgery as a result of the implantation with the asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.